Event description:
It was reported that a patient underwent a laparostomy procedure in 2022 and suture was used. During the procedure, the suture broke. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported: "this incident is repetitive. Using multiple threads? Please clarify how many sutures broke during the intra op procedures? How many minutes was surgery prolonged? What tissue was being approximated/ sutured? Was the procedure completed successfully? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/1/2022 h6 component code: g07002 no device return a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: it was reported: "this incident is repetitive. Multiple sutures used? Please specify how many sutures broke during intra op procedures? Not known how long was the surgery extended? A few minutes what tissue was sutured? Abdominal aponeurosis did the procedure complete successfully? Yes have there been any unexpected results or complications from the extension surgery? Nope has the patient's treatment changed in any way due to the extension of the surgery? If so, explain why? Nope this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.